Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation, description of event: as reported, during an ureteroscopy procedure with renal stone manipulation and extraction, two ncompass nitinol tipless stone extractors "fell apart" at the basket wires. The baskets were tested prior to use and a laser was used during the procedure. The procedure was successfully completed with another ncompass nitinol tipless stone extractor. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel were conducted during the investigation. The two ncompass nitinol tipless stone extractors were not returned. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformance's related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. The complaint devices were not returned. Based on the provided information, it is possible the baskets were damaged due to laser exposure. However, there is not enough information available to confirm the cause of the issue. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy procedure with renal stone manipulation and extraction, two ncompass nitinol tipless stone extractors "fell apart" at the basket wires. The baskets were tested prior to use and a laser was used during the procedure. The procedure was completed by using another same-like device. During a ureteroscopy procedure with renal stone manipulation and extraction. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = additional work phone: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.